Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the flex deflectable videoscope exhibited no image. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the circuit board in the image sensor unit and that in the endoscope connector may have broken, leading to the subject event. Regarding one of the probable causes of breakage is that irregular load may have been applied to the bending section since the bending section was observed to have damaged sites. Another probable cause is that external stress such as bumping had been applied during handling of the device, causing breakage since the endoscope connector was observed to be scratched. However, the cause of it was unable to be specified. Olympus will continue to monitor field performance for this device.